Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or test due to a33 alarm. Device received with loose drive support disk and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer's blood glucose level was 253 mg/dl at the time of incident. The customer stated that the drive support cap appears to be damaged and is sticking out. Customer stated that the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.